Event description:
It was reported that loss of capture was observed. The patient was asymptomatic. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.